Event description:
Reporter alleged obtaining back to back blood glucose results of 119 mg/dl, 279 mg/dl and 417 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated she was experiencing hypoglycemic symptoms and she self-treated with figs. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining back to back blood glucose results of 119 mg/dl, 279 mg/dl and 417 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated she was experiencing hypoglycemic symptoms and she self-treated with figs. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.